Manufacturer narrative:
Product analysis summary: there was a detachment on the hypotube 98cm distal to the strain relief. A kink was evident on the hypotube distal to the detachment site. The material at both sides of the detachment site appeared clean and even. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st, 15th and 16th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. Image analysis summary: the cine images provided show a stent delivered to the om vessel branching off the lcx, the stent does not appear to be deployed. It is unclear from the images if the stent is deformed. A further two stents are delivered and deployed at the lesion and a final image shows flow is restored to the vessel. There are no images showing the reported detachment. Additional information: it was reported that the detachment occurred during the procedure, when the device was in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion exhibiting 90% stenosis located in the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning / advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a non-medtronic device. The patient was reported to be alive with no injury.